Event description:
It was reported that there was a leak from the female connector of the two (2) minicap transfer sets. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: one (1) actual device was received for evaluation with a mini cap attached to the female connector. Visual inspection was performed and a damaged female connector was observed. Clear passage and clamp function testing were performed and no issues were observed. Leak testing was performed with the returned minicap and a leak beneath the returned mini cap was detected. The transfer set was retested using an in lab mini cap with a leak beneath the cap indicating damage on the female connector was present. The damage to the female connectors was determined to be the cause of the reported leak. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.